Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a lead safety switch due to right atrial (ra) impedance measurements of greater than 3000 ohms. A signal artifact monitoring (sam) alert was also triggered due to what appeared to be ra noise and oversensing. Inappropriate atrial tachy response (atr) episodes were noted due to the ra noise. The patients atrial intrinsic amplitude was out of range due to their condition of atrial fibrillation (af). The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to provide updated evaluation coding.